Event description:
It was reported that during and ablation procedure with a vizigo short sheath, during puncture, the user was unable to insert into the hemostatic valve, so the sheath was replaced, and the issue was resolved. The procedure was completed without patient consequence. This event was originally assessed as not MDR reportable. The device was returned for evaluation and revealed that the hemostatic valve was dislodged inside of hub component. This finding is MDR reportable.

Manufacturer narrative:
The product was returned to johnson & johnson medtech for evaluation. Visual inspection and microscopic examination of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks and cracks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The dilator was introduced without the valve and no resistance or obstruction was detected in the device. A device history record was performed for the finished device batch number, and no internal actions were identified. The valve dislodgement could be related with the resistance with sheath reported by the customer but, it cannot be conclusively determined. The damage on valve could be related with the incorrect insertion of the dilator, but it cannot be established. The sheath instructions for use of the product contain the following recommendation: if resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. Do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).